Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl. The troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The filled reservoir was used during the test. A 5 unit bolus was programmed and delivered. No air bubbles anomaly noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.